Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient got a new ins on (B)(6) 2017, but they have never gotten it to stop the pain. The patient was reprogrammed for a and b and it worked for 5 minutes. The patient stated they tried every setting there was. The patient stated the ins battery was half gone, but it was clarified the patient programmer (pp) batteries were half gone. The batteries were changed in the programmer. The battery level then showed full. The patient said a was at 3.05 and stated if they go past 4.50 their legs start to shake and they had tried every number. The patient activated b and got a 006 stuck button on the pp. The patient tried again and b was at 2.35 and there was no difference. The patient increased to 4.35, but still did not have any feeling. The patient stood up and felt it go down their legs and it kind of felt like a cramp in their left leg. The patient said it was hurting their back up higher more. The patient lowered the stimulation to a place that helped their lower back. If the patient stood too long, it took lower back pain away, but then there was pain in the shoulder blades. The patient then stated conflicting information that no place took the low back pain away. The patient said the low back pain was worse on b, so the patient switched back to a. The caller mentioned they did not think the wires were in the right place, but the manufacturer representative stated they were in the right place. Additional information was received from a consumer regarding the patient on (B)(6) 2017. It was reported that the device was still not stopping the pain, and the patient couldn't get it to do anything. The patient noted that if something is not done soon that she will have to have the (B)(6) back surgery. There were no further complications reported.